Event description:
It was reported the valve was explanted over 11 years postoperatively due to aortic stenosis. One of the leaflets was observed to be not moving on pre-op echo or on intra-op tee. After the valve was explanted, another 21 mm valve (model 21aj-501) was implanted. Post-operatively, the patient was reported to be stable and recovering.